Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this female patient's right knee was revised due to the recalled poly and a loose femur. Patient was last known to be instable condition. No other patient information/medical history reported. Unable to obtain x-rays. Product not returning - recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of tibial insert wear, possibly due to rotational mismatch between the femoral and tibial components. However, this and the reported femoral loosening could not be confirmed from the provided information. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.